Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The unit had cracks on the display window corner, minor scratches on the lcd window, cracks on the battery tube threads, cracks on the reservoir tube window, and the end cap sticker was missing.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 249 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional info was provided.